Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during end to side anastomosis of colon in a laparoscopic colectomy (sigmoid colon), the anastomotic site was observed and the mucosal layer was found to be exposed. Additional suture was performed and there was no leakage when the leak test was performed.